Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before using the bd vacutainer® eclipse¿ blood collection needle, the lot information printed on the needle is illegible on an unspecified number of units. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 15-may-2025. Investigation summary: bd received one photo and two samples for investigation. The photo displays the device including the np shield and label, but it does not show the reported defect. The two customer samples underwent visual inspection for illegible laser print, and all samples passed testing as the laser print was properly aligned and legible. Additionally, 30 retained samples were subjected to visual inspection for illegible laser print, and all samples passed testing as the laser print was properly aligned and legible. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: printing. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that before using the bd vacutainer® eclipse¿ blood collection needle, the lot information printed on the needle is illegible on an unspecified number of units. No adverse impact was reported regarding the patient or user.